Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and motor error alarm. Customer's blood glucose reading was over 400 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for no delivery alarm was performed. Customer received the alarm during bolus delivery. Customer received the no delivery alarm as a result of not having enough insulin to deliver the proper amount. Troubleshooting for the motor error on the insulin pump was performed. Customer was able to rewind the insulin pump and motor error alarm occurred 1 time in a 30 day period. Customer received motor error alarm during basal delivery. Customer advised they found a bent cannula when they removed their site. Customer received motor error alarm during basal delivery. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer performed and passed the self-test and displacement test.